Event description:
It was reported that the patient experienced a strong allergic reaction about a day after receiving an insertable cardiac monitor (icm) device implant. The reaction may have been caused by the device itself or something used during the procedure. The patient was treated with a steroid pack prescribed by her doctor. The clinic is aware of the situation and has scheduled a follow-up visit for the patient. No additional adverse patient effects were reported. This icm device remains in service. Additional information was received; this insertable cardiac monitor (icm) was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.